Event description:
It was reported that when a device was used during a low anterior resection, the staple line fell apart. The surgeon hand sutured the anastomosis. Operating room time was extended one hour.